Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter; carto 3 mapping system, thermocool sf catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation suffered cardiac tamponade in tcc group. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "comparison of thermocool surround flow catheter versus thermocool catheter in achieving persistent electrical isolation of pulmonary veins: a pilot study." The purpose of this study was to compare efficacy and safety of the new sf versus the thermocool catheter (tcc) in achieving persistent circumferential electrical isolation of pv in patients suffering from paroxysmal af. The study was conducted from may 2011 to december 2011. Other non-serious adverse event was reported in this article: 1 patient vascular complication; suspected device is thermocool ablation catheter, however catalog and lot number are unknown.